Manufacturer narrative:
This report is being sent to correct our previous submission. The device was returned as the device's filter was black. No malfunction or adverse event was reported from the field. No evidence of foam degradation or particulate matter was identified during evaluation. Based on the available information, this event does not meet the criteria for a reportable serious incident.

Event description:
The manufacturer was contacted in reference to a ds2adv auto CPAP device. There was an allegation that the patient heard something rattling and the filter had black particles. There was no report of patient harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer was contacted in reference to a ds2adv auto CPAP device. There was an allegation that the patient heard something rattling and the filter had black particles. There was no report of patient harm or injury. There was no report of medical intervention. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.